Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient had syncope due to their right ventricular (rv) lead having high impedance and a possible fracture. The lead was programmed off and was replaced. No further patient complications have been reported as a result of this event.